Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI# (B)(4). Note: at follow up call on (B)(6) 2017, the customer stated her condition had improved and that she did not currently have any diabetic symptoms. No medical intervention was needed since the last call. Customer stated she had followed the insulin regimen given by her doctor. Customer had performed a blood test using the truemetrix meter and obtained a fasting result of 474 mg/dl on (B)(6) 2017.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of 464mg/dl and hi. The customer's expected fasting blood glucose test result range is 120 - 180 mg/dl. At the time of the call on (B)(6) 2017, the customer stated she felt dopy and had a headache with cotton mouth. Customer declined seeking medical attention at the time of the call. Customer stated she had not been getting a result for about a week, just a hi display. Customer stated she has been taking her routine insulin but not her short acting insulin scheduled three times daily. Customer stated she had not taken her routine insulin that day and her results are high at times. Customer had performed a fasting back to back test in the morning on (B)(6) 2017 and obtained hi. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced test result of 517 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/14/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: the 464mg/dl (B)(6) 2017 12:22 am fasting: yes, hi (B)(6) 2017 06:06 pm fasting: yes, hi (B)(6) 2017 06:05 pm fasting: yes, hi (B)(6) 2017 08:49 am fasting: yes, the 509mg/dl (B)(6) 2017 05:28 am fasting: yes. Memory concerns: hi display. Customer does not believe results are inconsistent. Customer was concerned with hi display.